Event description:
New information received notes that the lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient was noted to be stable following the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a higher than upper limit rv pacing lead impedance measurement. No other anomalies were noted. Lead replacement was planned. There were no adverse consequences to the patient as a result of this event. Patient is continued to be followed by the clinic and will be scheduled for another appointment.